Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to previously filed report, additional information was received: after two weeks, there is no change in patient. No thrombosis was confirmed via computed tomography. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Two additional proglide devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that suture placement in three right femoral vein (rfv) access sites was achieved with three proglide devices using the pre-close technique via 8f, 8.5f and 9fsheaths prior to an atrial fibrillation ablation procedure. Reportedly, in another 8f rfv access site two proglide devices were attempted; however, failed as there was no suture present when the plunger was removed. A third proglide device was used to successfully. The four preplaced proglide sutures successfully closed the four rfv access sites following the ablation procedure. The following day, slight swelling was noted in the right leg. There was no pain or neuropathy. The patient was discharged. On (B)(6), the patient revisited the hospital for increased, hard swelling. Under echo-guided imaging, there was no expansion of the deep femoral and superficial femoral veins observed. The blood flow of external iliac artery was confirmed and there was no pseudoaneurysm or thrombosis. The physician determined the swelling was likely temporary stasis and provided the patient an elastic stocking. The link between the swelling and proglide use was unclear. The patient is scheduled to revisit the hospital in two weeks. No additional information was provided.